Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 345 mg/dl. The customer performed a system check and found that the cartridge was the cause of the occlusion alarm. Insulin injections and a bolus via the pump were used to address the bg level.